Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's latch sensor was defective. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 9/20/2024. H3: one device was returned for repair. Found "cassette not attached properly" message in the event log. No previous service history records were found. Functional tests were performed and found latch lock test sensors were inconsistent, confirming complaint. Replaced latch lock, sensors, keypad and labels. Recalibrated occlusion sensors. Pump passed all tests.